Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test and self test. No unexpected alarms/alerts/anomalies noted during analysis. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 23 on 01/31/2023 at 09:53:51.000. The following alarms/alerts were noted on or near event date: pump error 4 on 01/31/2023 09:53:15.000, pump error 63 variable 12 on 01/31/2023 09:53:15.000, and pump error 68 on 01/31/2023 09:53:17.000. Confirmed pump error 4 (linenumber = 2690 filenumber = 32122), confirmed pump error 63 variable 12, and confirmed pump error 68 (linenumber = 645 filenumber = 39) due to hardware error. Hardware error isolated to electronic stack. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and partially stained serial number label. No unexpected pump error 23 noted during analysis, pump error 23 not confirmed. Pump error 4, pump error 63, and pump error 68 confirmed due to hardware error, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 23 - post-reset ram crc alarm. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. Customer stated that the alarm did not occur immediately after a battery change. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.